Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on an unspecified date/time, he obtained blood glucose readings of "188 mg/dl" with the subject meter and "162 mg/dl" on a laboratory instrument, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. On the evening of 2009, the patient's spouse claimed that the patient obtained a result of "130 mg/dl" with the subject meter. In response to the reading, the patient's wife stated that the patient consulted with his doctor and per his doctor's advice administered an unspecified amount of insulin and then ate his dinner. Within 1 hour of administering insulin, the patient's spouse claimed that the patient became sweaty and they immediately gave him a "little sugar" and then tested his blood glucose with the subject meter and obtained a reading of "54 mg/dl." It was then reported that the patient's family doctor (a skin specialist) was contacted and she suggested to give the patient glucose water. The patient was given glucose water; however, the patient began to vomit and was then taken to the hospital where he was admitted to ICU and later transferred to hospital. The patient's wife did not know what type of treatment the patient received at the hospital. At the time of troubleshooting, the csr noted that the patient was walked through a control solution test and the result fell within the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.